Event description:
The customer reported, the device failed daily testing, and would not delivery a shock. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device failed daily testing, and would not delivery a shock. There was no reported pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.